Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. The device was programmed with 100 ml levetiracetam to be infused however, when the infusion was complete there was 40-50 ml remaining in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem ¿(100 ml keppra programed to be infused; infused complete but 40 - 50 ml remained in bag )" was not confirmed through the event history log review. No infusions could be identified with the described parameters. Evaluation was unable to reproduce the reported symptom. The device was found to deliver within specification during flow testing. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.